Event description:
A malfunction alarm was reported with the code malf 16, and a button or charging issue was described. There was no adverse impact to the customer's blood glucose level. The customer was instructed to allow the pump's battery to deplete and to return the pump within 10 days using a pre-paid label. Technical support confirmed the warranty and arranged for a replacement pump to be shipped, while the customer planned to continue using the current pump as a backup therapy until the replacement arrived.